Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 32mm from the distal end of the middle sheath. The outer sheath is buckled 14.5cm from the distal end of the middle sheath. Microscopic examination revealed that the stent is damaged at the distal end of the middle sheath. The yellow lock is still on the rack. The handle to the pull grip measures approximately 14.1cm. The distal end of the middle sheath appears to have moved proximally because it is no longer sitting over the proximal end of the tip. There is blood present inside the middle sheath. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occured. A 5x120x120mm epic stent was selected for use. However,during preparation, the stent was released form the catheter. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that inadvertent deployment occured. A 5x120x120mm epic stent was selected for use. However,during preparation, the stent was released form the catheter. The procedure was completed with a different device. There were no patient complications reported.